Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at site resulting in a 0.3 units of insulin being delivered. Customer's blood glucose (bg) level was 49 mg/dl due to the customer not eating. Subsequently, the customer¿s bg lowered to 42 mg/dl and customer¿s speech slurred after the customer inadvertently filled the tubing while connected, and emergency services (ems) were called. Customer consumed juice prior to ems arriving to address bg level. Reportedly, the customer was "ok and good", and declined to provide additional information and troubleshooting with tandem technical support.